Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient presented to the clinic with low blood pressure. Telemetry could not be established and there was no magnet response. The device was explanted and replaced. No patient complications have been reported as a result of this event.